Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was bent, broken and the broken ends of the cutting wire appeared burnt/blackened. Further analysis, found the outer diameter (od) of the exposed cut wire was measured and within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was bent. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patient's exact age is unknown, however, the patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was inserted into the patient's duodenum. The physician noted that the when the device was bowed, the cut wire was bent. The device was removed and the procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was inserted into the patient's duodenum. The physician noted that the when the device was bowed, the cut wire was bent. The device was removed and the procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.